Event description:
The customer reported the ventilator had a blank screen during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. During evaluation, the manufacturers service engineer (fse) reported the ventilator did not cycle in normal ventilation mode. The fse replaced the vga pcb board to address the reported problem. Applicable final testing was completed per operating specifications.